Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer decided to test the balloon before insertion on a patient (which was no longer their practice) just in case and the fluid was stuck within the balloon and would not drain. The ICU ended up taking it out to the nurses station and did a little experiment and realized the drain valve was getting stuck. The foley kits came with an accuflate that contained sterile water for inflation and that accuflate was discarded after insertion. Removal of the water from the balloon to remove the foley was done with a 10cc luer lock syringe, which was not as long as the accuflate, hence why those that were stuck were stuck. The foley they were about to insert this afternoon that had the water stuck in the balloons. This should be passively flowing out back into the accuflate. The other patient in the ICU currently who's foley was still currently stuck also had the 14 french latex in and those were the only 2 stocked on the floor, the other were the clear non latex.

Event description:
It was reported that the customer decided to test the balloon before insertion on a patient (which was no longer their practice) just in case and the fluid was stuck within the balloon and would not drain. The ICU ended up taking it out to the nurses station and did a little experiment and realized the drain valve was getting stuck. The foley kits came with an accuflate that contained sterile water for inflation and that accuflate was discarded after insertion. Removal of the water from the balloon to remove the foley was done with a 10cc luer lock syringe, which was not as long as the accuflate, hence why those that were stuck were stuck. The foley they were about to insert this afternoon that had the water stuck in the balloons. This should be passively flowing out back into the accuflate. The other patient in the ICU currently who's foley was still currently stuck also had the 14 french latex in and those were the only 2 stocked on the floor, the other were the clear non latex.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the device had met relevant specifications. Based on the attached photo, it was observed that the balloon of the catheter is still inflated. However, unable to confirm the reported event due to poor condition of the sample. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft . The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.